Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Manufacturer narrative:
Additional information received did not indicate the patient is deceased. Request for clarification, as well as the circumstance surrounding the event has been made and upon receipt it will be submitted accordingly. This is one of two device reports associated with this event. Related manufacturer report numbers are 1225714-2014-14063 and 1225714-2014-14064.

Event description:
The plaintiff's attorney alleged the decedent experience an unspecified injury and subsequently expired on (B)(6) 2007 after use of the product.